Event description:
Guidewire was described as "flimsy, bending more and hooking at the end". During attempted insertion of arrow central line catheter into the right internal jugular vein, the physician had a difficult time trying to pass wire through the cannulated vessel through the needle. She tried two separate times with 2 separate sticks and the wire would not pass. Dates of use: (B) (6) 2010. Diagnosis or reason for use: fluid resuscitation.